Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of an unspecified number of clearlink continu-flo solution sets. The sets were being used with baxter infusion pumps and were connected to baxter secondary sets. This occurred during infusion of pediatric chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.